Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 00877503602, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, lot#: 3114828. Report source foreign country: brazil. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after the end of the surgery, with the patient already sutured, the doctor performed movements to evaluate the hip joint when the prosthesis failed. Hip prosthesis dislocated and the patient was immediately revised while still under anesthesia. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.